Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to her healthcare provider (hcp) when she started to have incontinence issues. They were unable to communicate with the clinician programmer or patient programmer. The patient's implantable neurostimulator (ins) had failed and could no longer communicate, so it had to be replaced. She did not know when the return of symptoms occurred at that time, but she had the ins checked last fall. She noted that with this ins she never had to change a thing, until they realized it would no longer communicate.

Event description:
It was reported that a patient felt a low level sensation of pulse, was starting to have problems, and had the device battery checked. It said the battery had life, but then another check was done and it said that the internal battery had failed. The internal battery died and the implant was only five years old. There was 50 percent or greater symptom reduction and the event cause wasn¿t determined. There was a loss of therapeutic effect. The device was replaced. The patient had an explant in (B)(6) 2013 but was doing great and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v175766, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).